Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
After the removal of the tibial tower using the slotted hammer with the punch and punch adapter inside the tower, dr. Inspected the tibial tower base. It was noted that a tower spike had broken off, and it was visuall located in the tibial plateau. It was successfully retrieved using a kocher clamp. There was a 1-minute delay in the case, and the case was completed successfully.